Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the worsening central aortic regurgitation and increased gradient cannot be confirmed. The patient has significant co-morbidities (i.e. Diabetes, hld, cad, renal disease) that could have been contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the partners 1 clinical trial, at the four year follow-up visit with her cardiologist the patient underwent a tte which demonstrated severe aortic regurgitation from a previously documented moderate ai. The sapien prosthetic valve was well seated; the mean gradient had changed from a reported peak/mean of 46/26mmhg to 88/49mmhg. From a cardiac standpoint she was doing well, no orthopnea, pnd, or lower extremity edema. No exertional breathlessness. She walks without limitation, and uses a wheelchair for distances. Due to the now severe regurgitation, potential redo tavr was discussed with the patient; however, she was quiet reluctant to have any additional cardiac procedures performed. She signed a dnr and requested limited measures. No treatment was provided or planned for the severe regurgitation at the time. The patient was discharged in stable condition.